Event description:
On (B)(6) 2022 it was reported by a sales representative via sems that while the surgeon was using our aos proximal humeral plate system there were a few issues. The 0238-100 drill bit (line#1) was extremely dull. The surgeon tried using it a couple of times and had a lot of difficulty getting the screw through fairly poor-quality bone. The surgeon switched to another drill bit of the same size and was successful in completing the drilling. The surgeon used (2) 8128-044 lock screws that would not lock into the plate despite using the black drill guide with the insert sleeve and locking tower. Both were 4.0 cancellous screws one length 34 part number 8128-034 (line#2) and length 44 part number 8128-044 (line#3). The surgeon switched these out for screws of the same size and length and both were able to thread in successfully. This was discovered during use in a proximal humerus fracture procedure on (B)(6) 2022. No harm was done to the patient and we were able to successfully complete the surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to improper bone prep and/or misaligned insertion.